Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown surgery, after fired, noted staples malformed with straight leg. Anastomotic dehiscence happened. Changed another reload to continue the surgery and fire again, it was hard to remove the device. After removing the device, it was found that the intestinal tissue wasn't cut completely. Used suture to oversew. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/13/2020. Additional information was requested, and the following was received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? There was no patient consequence.